Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. After the alarms, the customer would change the infusion set site and may change the supplies on the pump. The customer's blood glucose (bg) level was impacted and a correction bolus was delivered to address the high bg level. On (B)(6) 2016, the contact indicated that after using a new box of cartridges, no further occlusions had occurred.